Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was placed in the patient for continuous irrigation as the patient underwent transurethral resection of a bladder tumor. The following day there was no urine flow, and the patient allegedly experienced abdominal swelling. There were three attempts at aspirating urine through the drainage lumen. The first two attempts were successful. However, at the 3rd attempt, the physician attempted bladder irrigation and the irrigation fluid would not aspirate. The original catheter was replaced, cut, and examined for occlusion, but nothing was found. Additional information was received from the sales rep on 03-mar-2019, that the urine was colored slightly red and there was no resistance during the bladder irrigation.

Event description:
It was reported that the catheter was placed in the patient for continuous irrigation as the patient underwent transurethral resection of a bladder tumor. The following day there was no urine flow, and the patient allegedly experienced abdominal swelling. There were three attempts at aspirating urine through the drainage lumen. The first two attempts were successful. However, at the 3rd attempt, the physician attempted bladder irrigation and the irrigation fluid would not aspirate. The original catheter was replaced, cut, and examined for occlusion, but nothing was found. Additional information was received from the sales rep on(B)(6)2019 , that the urine was colored slightly red and there was no resistance during the bladder irrigation.

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. The sample was evaluated and no pinch or blockage observed. We were able to introduce water into all returned pieces. No conditions were found on sample that could have been associated with reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[warning] 1. Do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. 2. Do not aspirate urine through the drainage funnel wall."